Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. Customer stated the insulin pump could have some moisture, which can be causing the button error alarm. The blood glucose reading was 165mg/dl. Nothing further reported.